Event description:
It was reported by the aci sales professional that a female patient underwent an interventional peripheral procedure on an unknown date. There was a stent placed in the right sfa in addition to stents being placed in the right and left iliac arteries. Access was obtained at the left cfa via a 5f sheath (model unknown). Peri-procedure, the patient was anticoagulated with heparin and plavix. A pre-procedure bilateral lower extremity angiogram was performed and showed no presence of pvd/calcium at the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site on the left groin/cfa. It was reported that no complications were noted during the closure and hemostasis was achieved. The patient did not have any pain in her groin. The patient's groin was noted to be soft and dry at the time of discharge. The physician received a call from a tertiary facility which reported that seventy-two hours after the procedure the patient had presented with left groin pain. The patient was diagnosed with a pseudoaneurysm in her left groin. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.